Event description:
During an endovascular aortic repair on a (B)(6) year old male patient on (B)(6) 2015, the captor valve of the zenith flex main body was leaking. The valve would not close and continued to leak even with a dilator in place. The physician was able to complete the case as scheduled with the device and the patient did not need transfusion or blood products. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
During the investigation, a review of complaint history, device history record, instruction for use (IFU), quality control, device specifications, trends, and a visual inspection of the device was conducted. Based on the info provided, the valve leaked during the procedure. There was approximately 250cc blood loss. No blood transfusion was required and no adverse effect to the pt was reported. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an un-inflated molding or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% quality control inspected for leakage. The manufacturing records were reviewed. Nothing of note was observed on the work order. There is no evidence to suggest the product was not manufactured to current specifications. The returned device was evaluated on 05/22/2015. The ins valve was not functional. There were two tears in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water. There was leakage with a dilator in place. There was no leakage without a dilator in place. The valve was disassembled and the tip flange of the ins valve was dislodged. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). The event is currently under investigation.